Event description:
Pt reported, the infusion device did not properly display an e1 cartridge empty error, and he experienced hyperglycemia of 600 mg/dl and was positive for ketone bodies as a result. Pt treated hyperglycemia with an insulin pen, and blood glucose decreased to 162 mg/dl and he no longer had ketone bodies. He reconnected to the infusion device and blood glucose was normal at the time of the report. The infusion device was requested for eval. Pt did not require treatment from a health care professional or second party to address the issue, and no add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.